Manufacturer narrative:
(B)(4). One (1) unused sample, in packaging indicating the reported lot # 0061465307, was received for evaluation. Upon visual observation, the kit insert card was caught in the seal area, creating a void in the seal transfer of the package. The house retain sample for the reported lot # 0061465307 was pulled for evaluation. There was full seal transfer along the kit package and no other damages were observed on the packaging. The most probable root cause of this occurrence was the kit insert card was placed incorrectly causing it to become caught in the seal of the kit at the time the product was packaged. This resultant interruption of seal contact created insufficient adhesive transfer and bond to the kit package. As a result of this occurrence, a photo of the returned sample was added to the bbmi visual reference standards procedure for packaging inspection in order to illustrate the unacceptable obstruction in the seal. In addition, bbmi has shared this reported event with all applicable supervisors and personnel involved with the manufacturing and inspection of this product in order to heighten awareness regarding this failure mode reported from the field. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports that the package was only partially sealed.